Event description:
Medtronic received information regarding an echelon microcatheter was damaged after shaping and preparing. It was reported that the catheter was prepared and flushed as indicated in the instructions for use (IFU). The surgeon then discovered that the distal tip of the catheter was ruptured. It was specified that the catheter was damaged/crushed. The echelon microcatheter was replaced to continue the procedure. There was no harm or injury to the patient who was undergoing stent-assisted embolization of an intracranial aneurysm via femoral artery access. It was noted that patient's vessel tortuosity was moderate.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis as found condition (condition of returned device): the echelon-10 and the non-medtronic coil were both returned for analysis within a shipping box, and within a sealed plastic biohazard pouch. Damage location details: no damage or irregularities were found with the echelon-10 hub. The catheter body was found to be kinked at ~110.4cm from the hub. The distal tip was found to be damaged and misshaped. No other anomalies were observed. Testing/analysis (including sem reports): the echelon-10 total length was measured to be ~155.4cm, and the usable length was measured to be ~147.9cm, which is within specification (specification: total (ref) = 155cm, usable: 147.0cm ± 1.5cm). The echelon-10 microcatheter hub was flushed, and water was able to exit the distal tip without any issues. Conclusion: based on the device analysis and the reported information, the customer¿s report of ¿catheter separation/break¿ was unable to be confirmed, as the echelon-10 was returned damaged; however, as a whole piece. Therefore, no cause was able to be determined. No ruptures were found during inspection, thus not confirming the customer report of a rupture at the distal segment (distal tip). The damage found with the echelon-10 microcatheter, looks like it may have been caused during handling and while heat shaping the distal tip. It was reported that the catheter was prepared and flushed as indicated in the instructions for use (IFU). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The tip end of the catheter was found to be broken. No damage was observed when the catheter was initially opened; however, the damage was discovered after steam molding and before the catheter was inserted into the patient¿s body. The cause of the catheter damage could not be determined.

Manufacturer narrative:
Update b5, d9, h3: analysis results were not available at the time of this report. A follow-up will be sent once analysis is complete. H6: the evaluation codes have been updated for this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.